Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm, cartridge change error, and an auto of alarm occurred. Blood glucose was 480 mg/dl. Reportedly, the supplies were changed to address the event. Tandem technical support educated the customer on the auto-off safety feature.